Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports needle broke during a procedure. No patient injury. On (B)(6)2013, customer reports doctor was performing a carotid endarterectomy. Device snapped in 2 pieces at the connection of the hub and the needle. No x-ray because they had all the parts.